Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The curved bipolar dissector instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage, but the broken piece was returned with the instrument and measured approximately 0.057" x 0.189" in size. The root cause of broken instrument bipolar yaw pulley is typically attributed to excess force applied to the distal end of the instrument.

Event description:
It was reported that during a mediastinal resection the customer had issues with the plastic fragment rom the bipolar dissector. The yellow plastic part (insulation) broke off and fell into patient. Surgeon was able to locate and remove fragment. Curved bipolar dissector instrument serial number is (B)(6). Patient was not injured. Surgeon is continuing with case robotically. Phone fix, no field service engineer follow up required. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with no patient harm. There was no patient tissue damage. Customer removed the fragment from the patient robotically using the other instrument. All fragments retrieved. No other information and no patient demographic information available.